Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to the evaluation summary below for the results of the engineering evaluation. Evaluation summary - the device was returned to gore for evaluation. A visual inspection showed the leading end of the delivery catheter pulled out at the trailing olive with no other damage was noted on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the difficulty to advance the device, for the difficulties withdrawing the catheter, for the premature deployment and for the broken leading end of the catheter could not be determined with the currently available information. However, use outside the gore® excluder® aaa endoprosthesis instructions for use may have contributed to the premature deployment and broken leading end of the catheter, specifically, advancing the device outside the sheath, retracting the undeployed endoprosthesis through the introducer sheath, and not removing sheath and catheter together.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
On an unknown date, the patient was implanted with a medtronic aortic stent graft. On an unknown date follow-up diagnostic imaging revealed that the previously placed graft had lost apposition to the vessel wall and migrated proximally (an unknown amount). On (B)(6) 2014, an intervention was performed whereby a gore® excluder® aaa endoprosthesis was implanted for distal extension on the migrated stent graft. During the procedure, the physician reportedly encountered difficulty advancing the delivery catheter for deployment. According to the report, the patient¿s anatomy was extremely tortuous in both iliac arteries. The decision was made to advance the contralateral leg component outside of the sheath. Resistance was noted during the advancement of the device. The physician reportedly elected to withdraw the contralateral leg component back into the sheath with the plan of advancing the sheath more proximal. It was reported during withdrawal of the delivery catheter, resistance was again encountered. The delivery catheter was reportedly forcibly pulled, at which time the device started to deploy at the leading end. It was reported a decision was made to deploy the rest of the device with the device landing 1-2 cm below the intended placement site. It was reported that as the delivery system was being removed the trailing olive caught on the tip of the sheath resulting in the complete separation of the trailing olive and polyimide guidewire lumen. A snare catheter was used to remove the detached olive and polyimide guidewire lumen from the patient. An additional contralateral leg component was implanted to bridge the contralateral leg component and the medtronic stent graft. Final angiography showed good wall apposition of all devices and the patient tolerated the procedure. The physician alleges the cause of the catheter breaking at the polyimide and trailing olive junction may have been due to the tortuous iliac arteries or the forceful removal of the delivery catheter back into the sheath.